Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Wound exploration debridement. Liner change. Left knee.

Manufacturer narrative:
An event regarding unspecified revision involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: it was reported that the patient underwent an exploratory procedure whereby debridement was performed and the insert component was exchanged. The surgeon elected to exchange the insert component during this revision procedure. No further information was provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Wound exploration debridement. Liner change. Left knee.